Manufacturer narrative:
The insulin pump had battery cap damage due to a stripped coin slot. The insulin pump passed the displacement, operating currents, self test, off no power, unexpected restart error test, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected off no power alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's blood glucose level at the time 506mg/dl. No additional information is provided.